Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hiv duo (hiv duo) on a cobas e 801 analytical unit. The initial result was 7.16 coi. The repeat result was 21.6 coi. The sample was repeated again with a result of 63.7 coi. The customer is centrifuging the sample before repeating. The customer observed that the results increase as the sample is repeated.